Event description:
Boston scientific crm received information that initial interrogation of this pacemaker showed less than six months to elective replacement indicator (eri). It was noted that this patient was experiencing intermittent atrial tachycardia (at) and the device was undersensing some of this due to a known issue with the associated atrial lead. Atrial lead impedence had decreased to 200 ohms from 600 ohms. Atrial sensitivity was then reprogrammed from .75mv to 0.5mv to try and sense some of the at. However, then the battery status changed from less than six months remaining to 1.5 years remaining. This device is included in the insignia microcrystal failure mode 2 population ((B) (6)2005). Two years later, the device was explanted for normal battery depletion.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.